Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7118506, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned as it was not released by the facility.